Event description:
The clinic reported that a gravely ill pt who had been receiving crrt treatment on a prisma machine expired 15 hours after treatment. After he had been removed from treatment the pt's family decided to only provide "comfort care." The machine was inspected by a gambro service tech who verified that the machine was operating correctly and within MFR's specifications. The machine has been authorized to be returned to clinical use.